Event description:
It was reported that the patient was difficulty charging the ipg. The patient underwent a revision wherein the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the date of revision.

Event description:
It was reported that the patient was difficulty charging the ipg. The patient underwent a revision wherein the ipg was repositioned. The patient was doing well postoperatively.